Manufacturer narrative:
B5. Additional event description added. D4. Serial corrected.

Event description:
Additional information was received reporting the pump itself had no issue, and support was uneventful.the problem was resolved by compression bandage,

Manufacturer narrative:
The device was received d9 was updated. The investigation is underway once completed a supplemental report will be sent.

Manufacturer narrative:
Corrected information was provided in d3. Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the primary UDI number has been updated. Updated h3 to ¿yes¿ as the device was received and evaluated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of minor bleed/patient-device interaction was unable to be determined as limited clinical details were provided and no issue was found on the pump. The cause of the injury (inflammation) can not be determined as insufficient clinical details were provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the femoral artery to support the 84 year old male patient who had been admitted in with known coronary artery disease and a plant for a protected percutaneous coronary intervention (pci), and presenting in scai stage c shock. No other underlying medical history was shared. The cp was inserted and pci performed, however on the day of implant the patient had a bleed which lead to swelling/inflammation and a hematoma at the access site. The team only applied manual pressure to the site, as no other intervention nor blood products were deemed necessary. Of note the patient was on both anticoagulants and antiplatelets. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. The team kept the pump on support despite this access site harm, for 3 days and then successfully weaned and explanted the pump. The patient survived the event.